Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, but there was the possibility that the reported phenomenon was attributed to the aging degradation of the subject device by long term use if high frequency of use, insufficient drying of the electrical contacts or the connection remaining the foreign material (chemical residue, water stains, sebum stains, dust, gauze dust, and so on) on the electrical contacts by user handling, or the cleaning of the connector by the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during preparation for the unspecified procedure at the user facility, there was a poor contact between the output socket of the subject device and the unspecified endoscope interface. The procedure was completed with the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.